Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that on multiple occasions the customer's cgm session has stopped and the pump showed there was no insulin in the cartridge. Tandem technical support checked the pump history and the pump history showed that the pump turned off and back on. Customer stated they are unsure if the battery had depleted and declined to upload pump data. There was no reported impact to customer's blood glucose level. Customer abruptly ended the call with tandem technical support. Multiple attempts were made to follow up with the customer on the reported issue. No response from the customer was received.